Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed compromised force sensor system. Customer blood glucose reading was 20 mmol/l. Troubleshoot was performed. Customer drive support was normal. Compromised force sensor system alarmed during priming and rewinding. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instruction. The insulin pump will be returning for analysis.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed displacement test, self test and unexpected alarm error test. Unit alarmed compromised forced sensor during basic occlusion test due to loose / flush drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to compromised forced sensor alarms. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched display window and case. Unit received with missing end cap sticker.